Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a history of right bundle branch block and a membranous septum length of approximately 0 mm, upon initial deployment to a depth of 2 mm, an unspecified heart block was noted. The valve was implanted in the patient. The heart block did not improve following valve implant. The patient left the room with backup pacing still in place set to 80 beats per minute. Additional information was received which confirmed that complete heart block occurred.

Manufacturer narrative:
Updated data: b2. B5. Second paragraph added d4. H4. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 07-aug-2026, UDI#: (B)(4). Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve in a patient with a history of right bundle branch block and a membranous septum length of approximately 0 mm, upon initial deployment to a depth of 2 mm, an unspecified heart block was noted. The valve was implanted in the patient. The heart block did not improve following valve implant. The patient left the room with backup pacing still in place set to 80 beats per minute.